Event description:
The complainant reported that an automated impella controller display would not power on and the console was emitting a continuous beep. The power was cycled but the display remained off. There was no patient involvement at the time of the noted issue.

Manufacturer narrative:
The console was returned, and an evaluation was completed to investigate the reported allegation. Upon testing the device, it was verified that the display and keyboard would not light up or power on when the aic power button was pushed. The console was opened up and a voltage measurement from the carrier board to the epc was found to be below specifications. This resulted in an insufficient voltage supply to the display and keyboard assembly. The 4in1 assembly was replaced with a known working assembly and the issues resolved. Upon conclusion of the investigation, the failure was confirmed, and the cause was traced to a faulty carrier board. Should additional relevant information become available, a supplemental report will be submitted. This report is being filed as part of a retrospective review of historical records.